Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had broken lid, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to open the cubie lid. A technical support specialist confirmed that the cubie was replaced by the pharmacy to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.